Event description:
It was reported by the customer's mother that the customer had a crack in the middle of the screen on the insulin pump. Customer's blood glucose level was 364 mg/dl. Customer was at the gym and was exercising. Customer hit the wall and the pump also hit the wall. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.